Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was hospitalized due to multiple arrhythmia for which device delivered appropriate shocks. An alert for out of range charging time was also triggered due to high number of shocks delivered. Tachy programming was changed and stored egms were deleted. During follow-up three weeks later, physician re-programmed the tachy parameters. Patient's condition was stable.